Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed said that they previously had an issue with not heating and suspected it was overfilled but did not have any more water solution in an arctic sun device. So, they ordered some but now the device was alarming 77 (non-recoverable alarm), chiller temperature (t4) was reading 0.0 degrees, they gave a pn and price for a new tank harness. Per work order update on 19dec2023, it was reported that the arctic sun device had leak from the chiller pump and high temperature t4 (chiller temperature) and the chiller tank was not getting cold.

Event description:
It was reported that the biomed said that they previously had an issue with not heating and suspected it was overfilled but did not have any more water solution in an arctic sun device. So, they ordered some but now the device was alarming 77 (non-recoverable alarm), chiller temperature (t4) was reading 0.0 degrees, they gave a pn and price for a new tank harness. Per work order update on (B)(6) 2023, it was reported that the arctic sun device had leak from the chiller pump and high temperature t4 (chiller temperature) and the chiller tank was not getting cold.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.